Manufacturer narrative:
G3 updated: added health professional *********************************************

Event description:
It was reported from an inpatient medical that there was an alleged discrepancy on morphine patient controlled analgesia (pca) for patient and drug history. Morphine pca intended dose was 1 mg demand, no continuous dose, 20mg per 4 hour lockout. Upon clearing the pca with a second rn, pca pump seemed to have malfunctioned while clearing the pump. Pump stated no medication administered during previous 24 hours, then when changing the interval time per md order, pump stated 24 doses had been given since 2100 hours on (B)(6) 2020. This should not have been possible with the lockout settings. The syringe was not empty so it does not appear the patient got that dose in a short time period. Ipm manager and charge rn notified and pca pump changed and placed under a work order by unit clerk. There was no adverse effects caused to the patient as a result of the event.

Manufacturer narrative:
Updated: date of event ;short description;b5; b3.

Event description:
It was reported from an inpatient medical that there was an alleged discrepancy on morphine patient controlled analgesia (pca) for patient and drug history. Morphine pca intended dose was 1 mg demand, no continuous dose, 20mg per 4 hour lockout. Upon clearing the pca with a second rn, pca pump seemed to have malfunctioned while clearing the pump. Pump stated no medication administered during previous 24 hours, then when changing the interval time per md order, pump stated 24 doses had been given since 2100 hours on (B)(6) 2020. This should not have been possible with the lockout settings. The syringe was not empty so it does not appear the patient got that dose in a short time period. Ipm manager and charge rn notified and pca pump changed and placed under a work order by unit clerk. There was no adverse effects caused to the patient as a result of the event.

Manufacturer narrative:
Investigation conclusion: the customers complaint of reported underinfusion was not confirmed or replicated during testing. Review of the pca module logs observed no errors or malfunctions on the reported incident date. Review of the pca event logs confirmed that on (B)(6) 2020 from 10:59 am to 9:36 pm twenty-three (23) pca only dose requests were made and delivered (23ml) before the user installed a 30ml syringe with a syringe volume of 32.6ml. From 9:50 pm to 10:16 am on (B)(6) 2020 another (30) pca only dose requests were made and delivered (30ml). Since the pcu logs were not received it could not be determined if the user cleared the patient history log during the time of the incident infusion. Functional testing and asm testing of the returned pca module observed the module delivering fluid as intended. Device inspection: the pca module was received with instrument seal intact. The right (male) iui was observed with dry fluid residue. The left (female) iui was observed with a bent contact pin. Internal inspection observed no anomalies with any of the electrical or mechanical components. Root cause analysis: the root cause of the customers reported underinfusion was not determined during testing of the returned pca device. Device history review: a review of the device history record showed the device had a manufacture date of 07nov2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlated to the customer reported issue. A review of the complaint history record in was performed for s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that while clearing the pca module with the second rn in the morning, the device appeared to have malfunctioned. It was noted that the device showed that no medication was administered during the past 24 hours. When the interval time was changed as ordered by the physician, the pump showed that 24 doses were given since 2100 on (B)(6) 2020. The syringe was not empty and it did not appear that the patient received the 24 doses in a short period of time. The pca infusion was programmed as follows: 1mg pca dose, no continuous dose, and 20mg per 4-hour lockout interval. There was no patient impact. The manager and charge rn were notified and the pca module was replaced. The event occurred at in the inpatient medical unit. Although requested, additional information was not provided.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that there was an alleged discrepancy on pca for patient and drug history. Although requested, additional information was not provided.